Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿scope detection failure¿, was caused by the failure of the scope detection slides. However, other factors could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus visera elite xenon light source because the unit was providing dim illumination. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit¿s scope detection was not functioning properly. This report is being submitted to capture the failed scope detection function.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The device had low light intensity during testing. The lamp had excessive thermal paste present and the lamp life meter had over 500 hours of use. If additional information becomes available following the device evaluation, a supplemental report will be filed.